Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed with a 3.0 mm non-abbott balloon at an unspecified pressure with the residual stenosis less than 40%. Three devices were advanced; however, not able to advance over the lesion. For two of the devices (3.0x18, 3.5x28) resistance was felt during advancement through the lesion and the physician tried to overcome it with some force; however, the shaft separated proximally, but both were removed without issues. Several dilatations were performed with a non-compliant trek 3.0 and a non-abbott balloon 3.5mm (length and pressure were not documented). Two devices were then successfully advanced with the help of the buddy-wire-technique. The proximal part of the lesion had to be treated with a non-abbott stent (3.5 x 28 mm). The final result was very good and there were no adverse patient effects or clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5 x 28 mm device mentioned is being filed under a separate manufacturer report number. Concomitant products: guide wire: galeo or runthrough; guide cath: 6f launcher, mdt. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.